Event description:
It was reported that "the hub of the catheter got broken during placement of the catheter. Therefore, the catheter was removed and r eplaced with a new one. No injury to the patient was reported." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen, 7 fr × 60 cm catheter. The catheter had been trimmed, and the trimmed segment was not returned. Signs of use were present, and the proximal end of the catheter body appeared to have been intentionally severed. Visual and microscopic analysis confirmed that the proximal extension line had separated from the luer hub. Molding features were observed within the separated luer hub. The fracture surface of the extension line appeared rough and jagged, consistent with molding-related defects identified in previous similar complaints. The outer diameter of the proximal extension line measured 2.15mm, which is within the specification limits of 2.13mm-2.21mm per proximal extension line extrusion product drawing. The inner diameter of the proximal extension line measured 0.055", which is within the specification limits of 0.055"-0.059" per proximal extension line extrusion product drawing. The length of the catheter measured 298 mm from the juncture hub to the trimmed end. The trimmed catheter segment, approximately 314-334 mm, was not returned. The total catheter length specification is 612-632 mm per the catheter product drawing. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The reported extension line/luer hub separation was confirmed during complaint investigation. Visual and microscopic evaluation showed the proximal extension line had detached from the luer hub, with molding features present inside the hub and a rough, jagged fracture surface on the tubing. These characteristics are consistent with previously observed molding-interface variability. The customer reported that the hub "broke during placement of the catheter," indicating that excessive tensile, bending, or torsional forces may have occurred during insertion and may also contribute to separation events. A device history record (DHR) review revealed no manufacturing anomalies for the associated materials. Because both manufacturing_related factors (e.g., molding interface variation) and use-related mechanical stress are plausible contributors, the root cause remains undetermined. A non-conformance has been initiated to facilitate a detailed root cause investigation at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the hub of the catheter got broken during placement of the catheter. Therefore, the catheter was removed and r placed with a new one. No injury to the patient was reported." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).